Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6).

Event description:
It was reported that the patient had not found significant benefit despite reprogramming. It was also stated that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. Additional information was received that all devices were explanted and were not returned.

Event description:
It was reported that the patient had not found significant benefits despite reprogramming. It was also stated that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.